Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician placed a 6f guide catheter, engaging the target vessel. While advancing an unknown sized promus element stent delivery system (sds), the physician encountered resistance. After removing the sds, the physician observed stent damage and "deformation of the stent framework." The procedure was completed with a different device, no patient complications were reported and the patient's post procedure condition is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician placed a 6f guide catheter, engaging the target vessel. While advancing an unknown sized promus element stent delivery system (sds), the physician encountered resistance. After removing the sds, the physician observed stent damage and "deformation of the stent framework." The procedure was completed with a different device, no patient complications were reported and the patient's post procedure condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Upn corrected from unk634 to h7493911320300. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal stent struts on row one were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter (od) of the damage found on the distal stent struts rows was measured at approximately 1.49 mm. The od of the stent area where no damage was present was measured and met specification. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).